Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the tip of the guide rod to be fractured. Scuffing is present on the shaft creating rings of wear. No thread damage was observed. Additionally fracture analysis found the guide rod showed fracture artifacts such as river lines and a hinge with gross deformation suggesting the failure mode to be bending overload. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, a positioning guide rod broke. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.